Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed device breakage. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. The complaint consisted of (1) 254401006 attune femoral impactor. Complaints databases searched on product codes 254401006 identified previous complaints received for this failure mode. Visual examination of the product confirmed the device had broken. The lot number au3207741 indicates that this device is from an un-annealed batch of impactor¿s. Conclusion: expert opinion (refer (B)(4)) indicates that this failure mode is associated with environmental stress cracking (esc). The lots- au3207741 of the attune femoral impactor are non-annealed lots. An annealed version of the device has now been released. A pra ((B)(4)) held in (B)(6) 2012 when a similar device (attune fb impactor- 254401003) either cracked or broke into large pieces did not identify a potential patient harm based on the nature of the failure. Post pra evaluation (held in (B)(6) 2012); a new additional failure observation was made and showed that in some instances the attune impactors fractured (either completely or partially) and resulted in small fragments. This issue led to qrb ((B)(4)) initiation on (B)(6) 2014 and recommended a field correction in the form of a communication to device users for all 3 attune impactors- rp, fb & fem. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. There was no recommended field action other than this communication. Full lavage of the joint-space is recommended before and after implantation. IFU 0902-00-836 contains wording relating to the importance of removing fragments from the surgical site. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device (1 in 1,000 < occurrence < 1 in 100). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cracks starting to form on impactor.